Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The root cause of the anomaly was a checksum error and transient nmi. After downloading the product code, normal function resumed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the device exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015.